Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 10 degree 32d liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
It was reported, "the surgeon revised the patient's right hip due to dislocation."